Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the mtmr gimbal to resolve the reported error. The system was tested and verified as ready for use. A review of the system logs confirmed the reported error had occurred. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The mtmr has not been returned to isi for evaluation. Therefore the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the component is returned (post engineering evaluation) or if additional information is received. Based on the information provided at this time, this complaint is being reported because system unavailability after start of a surgical procedure (first port incision) contributed to the procedure being converted and completed laparoscopically. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. Recall is not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system faulted with error 23008 on master tool manipulator right (mtmr). The customer contacted support and multiple attempts to recover the fault were made; however, the issue persisted. The surgeon made the decision to convert the procedure to traditional laparoscopic techniques with no reported injury. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console (ssc). One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no response has been received at this time.

Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the master tool manipulator right (mtmr) involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce error 23008 along axis 5 during sine cycle testing. The reported complaint was confirmed based on the failure analysis investigation.